Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the pt presented in 2008, with an acute mi. A 4.0x28 mm promus stent was placed in the right coronary artery (rca). The clot was aspirated and the pt was sent to the ICU; however, the pt returned six hours later due to thrombus. At that time, another company's 4.0 stent was implanted in the proximal and a 3.5 stent was placed in the distal. The pt stayed over night and returned again the next morning. The artery was completely closed off again, collateral to the left side, going to the posterior descending artery. It was decided to use a balloon pump and the pt is currently stable. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.